Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet screen began separating from the back housing and progressively worsened, while the touchscreen and insulin delivery continued to function; this was characterized as a device display component issue consistent with a bonding failure. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem affecting the display assembly, consistent with loss or failure to bond of the display component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.